Event description:
The customer contacted beckman coulter (bec) reporting a clenz leak coming from the coulter lh 780 hematology analyzer and the light scatter (ls) offset was high. The leak was not contained within the unit and all quality controls (qc) were within range. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that tubing was disconnected from the probe backwash cup. The fse reconnected the tubing which resolved the leak. The fse also found that the ls offset voltage was out of specification for the differential parameters and the fse replaced the laser and flow cell (vc18) to resolve the high recovery in the ls offset voltage. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).